Manufacturer narrative:
Implantable neurostimulator. Final device analysis revealed 'no anomaly found.' The device was functionally ok. Extensions: there was a breached depression in the insulation to #3 conductor wire 12.7 cm from the proximal end. There was a breached depression in the insulation to #2 conductor 2.9 cm from the distal end of the extension. The lead was ok, but the insulation was cut and melted (suspected explant damage). Final device analysis revealed 'no significant anomalies.' All four conductors were broken 22.3 cm from the distal end at the edge of a twist lock anchor. Three conductors were broken 20.1 cm from the distal end. Three conductors were broken 19.8 cm from the distal end. Two titan anchor sleeves were returned. Visual analysis revealed 'no anomaly found.'

Event description:
The device system was returned to the MFR. Returned paperwork reported that there were 'no known events' associated with the device explant. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.